Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and upon his arrival to the site on (B)(6) 2021, the stm powered the device 'on' and was able to complete all power "on" self tests. Then the stm connected known system trainer and known balloon and initiated autofill. The device completed autofill and continued pumping for approximately 60 minutes without any alarms or abnormal function occurring. The stm continued troubleshooting and discovered fault code 78 and 116 in the logs related to the coiled cable. At that point, the stm restarted the device in clinical mode, initiated pumping, and manipulated coiled cable. The stm was able to reproduced reported event and replaced faulty coiled cable. Subsequently, the fse performed all calibration, functional and safety checks to meet factory specifications. All were acceptable and passed. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not functioning properly and displayed "internal communication error and therapy ceased". The end user informed that the patient was successfully transitioned to another iabp. The event occurred during a patient transport prior to flight. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (may 2019 through apr 2021) was reviewed. There were no triggers identified for the review period.